Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change of therapy. The patient reported the device stopped working. The patient felt stimulation and therapy was on. It was noted the situation was resolved. The patient synced and pressed therapy on button, setting 1 at 5.0 v. It was noted the patient services observed the patient was confused with how the patient programmer functioned and therapy functioned. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.